Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination on the blades identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination of the balloon identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the distal edge of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination on the markerbands found no issues with the markerbands of the device that could have contributed to the complaint event. A visual and tactile examination of the device identified no issues with the shaft of the device that could potentially have contributed to the complaint event. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified coronary artery. A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the flextome¿ balloon had difficultly in crossing the lesion. Furthermore, the balloon rupture when the physician attempted to deliver the balloon as it was. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.